Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Per patient call, it was reported that he had elevated wbc. The doctors felt he might have an infection, but could not determine the source, ruled out leukemia, but doctor reported that no one could determine what was wrong with him. He has had multiple back surgeries; 6 -7 months after his last revision surgery he had developed a low grade fever, chronic fatigue, unexplained infections, and decreased energy levels. He was wondering if the bmp could have anything to do with his symptoms. Levels implanted: l5-s1.